Event description:
The customer reported that a forcetriad was in use during a heart procedure. They placed a non-covidien return electrode pad on the patient. When they repositioned the patient they took off the first pad, replaced it and forgot to plug it in. The first pad was stuck to the side of the operating room bed and plugged into the forcetriad. They stated the forcetriad activated without the second pad being plugged in. There was no patient injury. The biomed tech stated that the generator would not be returning to covidien for evaluation and did not known which generator was in the case so he could not provide the sn number. He states it was clear to them (facility) that it was a staff procedure issue not a generator issue.

Manufacturer narrative:
(B)(4). The site has indicated that the incident generator will not be returned for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.